Manufacturer narrative:
The macroscopic and microscopic investigations shows that the screw broke as a result of too high torsional forces in forced rupture mode during the insertion. The fracture surface shows the typical flow structures of a ductile torsional breakage. The blade (B)(4) and the most probably used plate (B)(4) are both parts of the upper - face fixation module as the complained screw; therefore the combination is designed to be used together. Based on the evaluations there is no indication for any systematic design, material or manufacturing related issue. The complaint is added to the complaint trend.

Event description:
A company representative reported that a surgeon was self-drilling the lateral left orbit and the screw broke at the shaft. The screw head remained on the screwdriver blade and will be returned. The other part of the screw was left in the patient and the other screw holes of the plate were utilized instead.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
A company representative reported that a surgeon was self-drilling the lateral left orbit and the screw broke at the shaft. The screw head remained on the screwdriver blade and will be returned. The other part of the screw was left in the patient and the other screw holes of the plate were utilized instead.